Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that there was a red skin irritation located under the sensor patch. On (B)(6) 2016, the patient's mother took the patient to see the doctor. Doctor recommended using over-the-counter IV preparation under the sensor patch. The affected area was treated with over-the-counter neosporin. At the time of contact, the patient was fine. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.